Manufacturer narrative:
The investigation of the returned inspiratory pressure transducer printed circuit board (pcb) has been completed. The pcb was installed in a reference system for simulated use testing. Pre-use check failed because of small leakage. It was discovered that there was a mold flash on the tube connector, which caused small leakage between the tube and connector. Why this mold flash was present has not been determined. An evaluation of received logs confirms the reported issue. Leakage may lead to low airway pressure, alarms will be generated.

Event description:
(B)(4).

Event description:
It was reported that the ventilator did not pass pre-use check. There was no patient involvement. (B)(4).